Event description:
The pt experienced increased spasticity. It was determined that the catheter had migrated. The catheter was spliced with a new catheter and repositioned. The pt was reported to be doing well.